Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2023, the patient was placed with a peripherally intubated central venous catheter, and there was no abnormality in normal use until (B)(6) 2024. During the infusion on (B)(6), the local swelling was unobstructed, and the blood was withdrawn unobstructed, so the infusion was stopped immediately, and the observation continued. On (B)(6), he went to the vascular access center for consultation, considered that the catheter was damaged, and after disinfection, the catheter was pre-flushed and flushed, and the catheter was found to be damaged at 2.5cm in the body. Give all the catheters out and the catheter intact and immediately stop using it. Patient experienced pain. No other information was provided.